Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that a few power cable disconnect events were observed upon log file interrogation. Log file review captured 2 no external power events on b)(6) 2022 at approximately 2:00pm and 2:47pm. An additional no external power alarm occurred on (B)(6) 2022 at 10:47pm. All of the events occurred while connected to the mobile power unit (mpu). There was no interruption of pump support during the events. The patient reported accidently pulling the mobile power unit (mpu) from the wall the night of (B)(6)2022 but did not recall the other alarms. It was noted that the mpu cord was frayed and replaced. The patient's battery clips were also replaced due to damage. It was communicated that when changing power sources, the patient had been unscrewing the bolts from the clips on both power sources without pulling them out completely. The ebb counter was reset without issue on (B)(6) 2022. Additional log files submitted for review on (B)(6) 2022 showed further no external power alarms while on wall power. These alarms were attributed to the patient disconnecting the mpu from the wall and double power cable disconnects. The patient was re-educated on transitioning between power sources.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of atypical power cable disconnect/low voltage alarms and no external power alarms regarding the mpu were confirmed via the provided log files. However, the reported event of the mpu¿s power cord being frayed was not confirmed. The log files collectively contained data spanning approximately 10 days ((B)(6) 2022 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. Several power cable disconnect/low voltage and no external power alarms were observed throughout the data while the mpu was in use on (B)(6) 2022, and from (B)(6) 2022. These events appeared to have been caused by losses of ac power, as the rsoc steadily decreased. These alarms resolved when power was restored to the system. Some of the alarms on (B)(6) 2022 resolved before a no external power alarm became active, resulting in the observed atypical power cable disconnect/low voltage alarms. The mpu (serial number (B)(6)) was not returned for analysis. The root causes of the no external power alarms observed on and after (B)(6) 2022 were reported to have been accidental disconnections from the wall per additional information; however, the root cause of how the cable became disconnected was unable to be conclusively determined. The root causes of the other atypical alarms and losses of ac power observed within the data, and the reported power cord damage, were unable to be conclusively determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including alarms associated with low voltage/power cable disconnect and no external power conditions. Low voltage hazard alarms may lead to no external power alarm conditions. To resolve the low voltage/no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their mpu, and to return any equipment that appears damaged or worn. Users are encouraged to not use any equipment that appears damaged or worn. The heartmate 3 patient handbook (rev. D, section titled emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.